Event description:
On (B)(6) 2021 I was inured by a defective catheter which caused internal bleeding. I went to the local ER and after spending some time there the bleeding stopped. They took some urine for tests and sent me home. I have passed a few small clots but seem to be ok. I have the damaged catheter. It has two sharp pointed edges on the tip. The tip should be rounded and smooth. I can send pictures if you would like. I think bard should know they have a problem. The catheter was the intermittent bard magic 3 go; 14 fr/ch; ref (B)(4); lot jufn2543. FDA safety report ID # (B)(4).